Event description:
It was reported that the patient feels the functionality of the inflatable penile prosthesis (ipp) is good. However, was dissatisfied with the girth of the ipp. The device remains implanted. Further information was requested and not yet received. No additional patient complications were reported in relation to this event.

Event description:
It was reported that the patient feels the functionality of the inflatable penile prosthesis (ipp) is good. However, was dissatisfied with the girth of the ipp. The device remains implanted. Further information was requested and not yet received. No additional patient complications were reported in relation to this event.